Event description:
It was reported that there was sensing difficulty and oversensing resulting in shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed that there was intermittency between the connector pin and the cap; full lead in segments returned and analyzed. Secure implantable tachy lead it was reported that there was sensing difficulty and oversensing resulting in shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed; mechanical tests performed; visual examination component/subassembly failure (select specific code from category d)connector device was out of specification in a manner that relates to event oversensing sensitivity shock, inappropriate.